Event description:
It was reported that there were high thresholds and loss of capture associated with this right ventricular (rv) lead. The patient experienced syncope and underwent rv lead replacement. The lead was discovered to be fractured and a portion was explanted, with the other portion remaining in the patient. A new lead was successfully implanted without adverse effects. The explanted lead portion is not expected to be returned.